Event description:
The customer called to report a motor error alarm during the fixed prime delivery. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test, but passed the self test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform the displacement test due to the motor error alarm.